Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. It was reported that a patient was admitted from emergency room with unstable condition and receiving intravenous medication. The pump module reportedly "stopped working causing the important infusion to stop." This required the staff to quickly change pumps. The switch was fast enough, and the patient was minimally affected. The customer stated that the device was investigated by their biomed. The report was not shared with bd. There was patient involvement, but impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.